Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4) product type lead. Product ID 977a260 serial# (B)(4) product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jun-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 11-jun-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their ins battery depletion was slower than normal and they weren't receiving the therapeutic relief they desired since a couple of days ago. Pt noted they usually recharged their ins twice per day, but now their ins battery would only deplete 10-20%. Pt noted a week or so ago, their ins battery would deplete to 0% and shut off their stimulation (which was normal device function), but now their ins battery won't deplete. Pt unlocked their controller and confirmed their ins was turned on. Patient services specialist (pss) reviewed their ins battery depletion was dependent on ins settings and usage. Pt was currently recharging their ins with excellent quality. Pt noted their controller battery was at 80% and their ins battery was at 100%. Pt tried to increase their intensity, but they saw the "settings not available, cannot provide your desired intensity settings" message. The issue was not resolved. Pss reviewed ro le of rep. And provided the pt with the nas number for their hcp office. The patient was redirected to their healthcare provider to further address the issue. Additional information received. Patient reported on occasion battery depletion is slower than normal. Patient reported they found 8 of the leads were not attached. Patient changed the 3 programs to try and compensate for leads not working. Patient indicated they may have to operate again to try and correct it. Waiting to see if leads re-attach and if new programs are affected.